Event description:
The reporter stated the surgeon implanted an aq5010v three piece silicone lens in the pt's right eye on (B)(6) 2012. Lens was removed on (B)(6) 2012 due to refractive aim was not achieved. The primary lens a +01.00 was exchanged with a -03.00 diopter lens. The reporter stated this event was not due to the lens.

Manufacturer narrative:
(B)(4). Method: lens work order search, medical review. Result, other: visual inspection of the returned product found the optic is torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Medical review - review of this file indicates that the pt was implanted with a +1.0d iol on (B)(6) 2012 and exchanged with a +3.0d iol on (B)(6) 2012 due to refractive error. The surgeon indicated that the event was not due to the iol and no other adverse events occurred. The most likely root cause of this event is either miscalculation or mismeasurement. Conclusion : based on the complaint history, work order search, medical review and the eval of the returned product, it was determined that most likely the root cause of this event was miscalculation or mismeasurement. (B)(4).